Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report#1627487-2017-02222, reference MFR. Report#1627487-2017-02221, reference MFR. Report#1627487-2017-02220. The patient was implanted with 4 quattrode leads for off label use (occipital and supraorbital). It was reported the patient experienced device related pain at the lead site when stimulation was turned on. Reportedly, x-rays were ordered wherein lead migration was not confirmed. Reprogramming was attempted to no avail. Subsequently, the right supraorbital leads were turned off. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 during which time the supraorbital leads were repositioned. Postoperative programming is pending. Note: all possible leads are being reported as it's unknown which leads caused the issue.